Event description:
Pt said pump was saying there was a problem with the tubing. She checked and found no issues. She changed pump and had no problems. (B)(4) is being replaced. There was no injury due to malfunction. Pump return box will be sent. Dose or amount: 46 ng/kg/min; frequency: continuous; route: IV. Dates of use: from (B)(6) 2018 to ongoing. Diagnosis or reason for use: pah.